Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no issue with the catheter and the cause of the catheter no longer being patent was noted as ¿na¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor feedthru anomaly, shorting across the insulator.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was filled one day prior to the pump exchange and 12.5ml was removed. The patient fell and pump malfunctioned causing withdrawal. The patient was seen on (B)(6) 2016 for an annual recheck and intrathecal drug delivery device refill. The patient reported they were doing very well until (B)(6) 2016 when she report a fall landing on her knees and onto their abdomen. Since that time the patient has had increase in her pain and cognitive disturbance. The patient was evaluated at 2 different emergency departments and admitted to the hospital secondary to dehydration and was given IV hydration. The patient was also noted to have elevation of her white count after her fall but at that this point no identifiable infectious source had been determined. The urinalysis was within normal limits. The patient stated they had diffuse pain which she rated 10/10 on the analog scale. The patient had not utilized their bolus feature in the last 2 months as she was not requiring it prior to the fall and then could not locate her ptm device. The patient did appear to be very uncomfortable and had difficulty recalling the events over the course of the last week. The patient¿s abdomen was soft non-tender. The intrathecal drug delivery device was present in the lower left quadrant and does not demonstrate any signs of skin breakdown or erythema. Per the physician due to the patients cognitive changes he initially suggested accessing the catheter access port and sending off a sample of cerebrospinal fluid for evaluation to verify there was no underlying infectious etiology. Upon entering the catheter access port, there was no return of csf. Upon interrogating the intrathecal drug delivery device, there was documentation of a pump motor stall beginning at approximately 5 pm on march 8, which coincides with the timing of her fall. There were repeated pump recovery attempts and persistent motor stalls since that time. The physician attempted to provide the patient with an intrathecal bolus which also precipitated a motor stall event. The intrathecal drug delivery device was accessed and was able to return 12ml¿s of fluid. The patient¿s calculated amount was to be 5.7ml¿s. Giv en the discrepancy between the amounts it was evident that the patient¿s intrathecal drug delivery device was no longer functioning and there was also concern that the catheter was no longer patent. The patient will need to be taken back to the or for an intrathecal drug delivery device revision. The physician will attempt to access the catheter to determine whether it is patent and could potentially be salvaged. The patient had an elevated white count and therefore the physician would like for that to be resolved prior to revising her intrathecal drug delivery device.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 3mg/ml at 1.2mg/day via an implantable pump. The indications for use were non-malignant pain and low back pain. The patient's medical history included copd, seizure disorder, diabetes, chronic low back pain. The patient's allergies were noted as actifed, fiorinal pcn, xanax and otc tums. The other medications the patient was taking at the time of the event was reported as aspirin, caltrate, citalopram, dilaudid, glimepiride, htcz, levalbuterol, levothyroxine, magnesium oxide, meloxicam, norvasc, omeprazole, potassium chloride, symbicort, vit d. Per the healthcare provider the patient had a "bad fall" on (B)(6) 2016 landing directly on her pump and since then the pump has been "malfunctioning." The healthcare provider noted a motor stall in pump logs on (B)(6)that coincided with the patient's fall, a motor stall occurring shortly after fall. The healthcare provider's office had been able to interrogate pump but unable to update programming. The healthcare provider stated pump was refilled yesterday in the office and the pump reported 50.9ml had been infused and they aspirated approximately 10 mls of medication. The expected volume was 0 and the pump was alarming empty. An empty reservoir alarm was noted on (B)(6) 2016 and low reservoir alarm on (B)(6) 2016. The healthcare provider reports multiple motor stalls occurred since early march, after patient's fall. The patient had a history of seizures and denies seizure activity during fall but reported "passing out." The patient had decreased mobility due to pain and mva (motor vehicle accident) injuries from several years ago. The patient uses a wheelchair and wears a leg brace on left leg. The pump was replaced today, alarming noted during interrogation due to "stopped pump." The healthcare provider was able to aspirate from cap without difficulty, obtaining >1.0ml of clear fluid. Additional information received reported the patient could not clarify why they passed out though not related to the device. The information regarding the pump infusing 50.9ml's of medication was retrieved from the physician programmer. The cause of the low reservoir alarm was not determined. Per the print report stopped pump period may exceed tube set occurred (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.